Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture and gel bleed.

Event description:
Patient reported right side no complaint against the device. The device has been explanted. Health professional reported, "bilateral breast augmentation complicated by baker grade iii capsular contracture and microscopic silicone leakage." Patient had bilateral breast hardness and general complaints of fatigue and not feeling right.

Event description:
Patient reported right side no complaint against the device. The device has been explanted. Health professional reported, "bilateral breast augmentation complicated by baker grade iii capsular contracture and microscopic silicone leakage." Patient had bilateral breast hardness and general complaints of fatigue and not feeling right.